Event description:
It was reported that there was an electrical reset and the device went to vvi 65 mode. The caller will mail in a save to disk for review. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an electrical reset and the device went to vvi 65 mode. The caller will mail in a save to disk for review. The device is still in use. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. Follow up revealed the patient died due to lung cancer with regional metastasis. Nineteen days before death, the manufacturer's representative had reset the programming of the device due to the por. "There is no concern regarding device performance related to the por." The patient was not pacemaker dependent as of last office check 9 months prior to death. Last device check was in the hospital 3 months prior to death as patient was status post ICD shock reported as appropriate therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pub104102h the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters. Write to locked ram por recorded on (B)(4) 2010 and critical ram parity error recorded on (B)(4) 2010. Patient was receiving radiation therapy in left lung on this date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an electrical reset and the device went to vvi 65 mode. The caller will mail in a save to disk for review. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an electrical reset and the device went to vvi 65 mode. The caller will mail in a save to disk for review. The device is still in use. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died approximately 5 weeks later. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters. Write to locked ram por recorded on (B)(6) 2010 and critical ram parity error recorded on (B)(6) 2010. Patient was receiving radiation therapy in left lung on this date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters. Write to locked ram por recorded on (B)(6) 2010 and critical ram parity error recorded on (B)(6) 2010. Patient was receiving radiation therapy in left lung on this date.